Manufacturer narrative:
Corrections: b4 date of this report added, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, g1 contact office, and manufacturer site, g6 type of report additional information: h4 device manufacture date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient experienced a mild rash while treating with the device. The patient was not sure if the rash was from 72r electrodes or cover patches. The patient states that her skin was very itchy. She changed them every 2 to 3 days, states rotates the position on her skin. The patient wears 72relectrodes and cover patches on her neck. The patient's doctor advised her to use hydrocortisone cream on area. The patient will take a break in treatment until her skin is completely healed. Afterwards, she conduct time test with 63b electrodes. The patient was sent replacement 63b electrodes. It was reported that no further information is available. The 72r electrodes were not returned for evaluation.

Manufacturer narrative:
The device was returned to zimmer biomet and the investigation is complete. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after review of the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown.

Event description:
It was reported that the patient experienced a mild rash while treating with the device. The patient was not sure if the rash was from 72r electrodes or cover patches. The patient states that her skin was very itchy. She changed them every 2 to 3 days, states rotates the position on her skin. The patient wears 72 electrodes and cover patches on her neck. The patient's doctor advised her to use (B)(6) on area. The patient will take a break in treatment until her skin is completely healed. Afterwards, she conduct time test with 63b electrodes. The patient was sent replacement 63b electrodes. It was reported that no further information is available.